Manufacturer narrative:
Photos were returned showing the boxes and packaging information. No defects or anomalies noted. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the restricted flow is due to a vendor related issue. The lot was found to fall under the scope of corrective and preventative action (CAPA) a CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The customer reported difficulties with chemoclave¿ vented vial spike, 20mm when preparing cytotoxic oily drugs (paclitaxel, docetaxel, etoposide) across all devices used in recent months. Specifically, the malfunction resulted in drug leakage. The spill did not involve the patient, however, the spill came into contact with the healthcare worker. The device additionally failed to equalize the pressure inside the vial, preventing the correct amount of medication from being drawn. Although there were no injuries or deaths related to the malfunction, the issue resulted in delays in the preparation of therapy. No medical intervention was required. The affected drugs have been replaced. The spilled material was cleaned according to facility protocol, a specific kit was not used. The actual specific event date was not provided. There was no human harm.